Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports removing wafer and the top layer of skin came off with it and is raw and bleeding. Performed same procedure as always. Allkare remover, cleanse with normal saline then use allkare barrier wipes and apply wafer. Recommended crusting with sensicare and ordering adhesive releaser. Product use and skin care instructions provided, customer to go to wound care center for assistance.